Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been received. Information regarding age, weight and gender are not available. UDI: (B)(4). This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 1058196-2016-00011 and 1226348-2016-00011. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during aneurysm coiling of an unspecified vessel, an enterprise 2 (enc402300/10515764) became stuck in the middle of a prowler catheter (6062510fx/17291572) and both devices had to be removed from the patient. The enterprise 2 could not be withdrawn from the catheter. The procedure was completed with a same/like product. A continuous flush had been maintained through the microcatheter, and the devices had been prepped and used as per the instructions for use. The sales representative recognized that the surgeon used the wrong microcatheter and informed the surgeon. The catheter, stent and stent delivery system did not appear damaged in any way, and the stent did not prematurely deploy. There were no potential patient adverse events, and no clinically significant delay in the procedure. It was reported that the devices would be returned for analysis.

Manufacturer narrative:
Correction this MDR is a 30 day MDR, not a 10 day MDR as previously reported (see update to section g7).

Manufacturer narrative:
Correction: this MDR is a 30 day MDR, not a 10 day MDR as previously reported (see update to section g7).

Manufacturer narrative:
Additional information was provided on 02/02/2016: since the physician was aware that the incorrect microcatheter was used with the enterprise 2 device, he did not return the devices for analysis. (See update to section d10) the report is actually follow-up 2. The previous follow-up was labeled as follow-up 2 in error. As reported by a healthcare professional, during aneurysm coiling of an unspecified vessel, an enterprise 2 (enc402300/10515764) became stuck in the middle of a prowler catheter (6062510fx/17291572) and both devices had to be removed from the patient. The enterprise 2 could not be withdrawn from the catheter. The procedure was completed with a same/like product. A continuous flush had been maintained through the microcatheter, and the devices had been prepped and used as per the instructions for use. The sales representative recognized that the surgeon used the wrong microcatheter and informed the surgeon. The catheter, stent and stent delivery system did not appear damaged in any way, and the stent did not prematurely deploy. There were no potential patient adverse events, and no clinically significant delay in the procedure. The devices were not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The resistance between the enterprise and prowler plus 20cm microcatheter could not be confirmed without product return for analysis. The root cause of the event could not be conclusively determined; however, device selection may have contributed to the event. As per the instructions for use (IFU): ¿the codman enterprise vascular reconstruction device and delivery system is designed for use under fluoroscopy with the prowler select plus infusion catheter (a 0.021¿ inner diameter, 5cm distal length infusion catheter¿. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 1058196-2016-00011 and 1226348-2016-00011.